Event description:
Related manufacturer reference number: 3006705815-2019-02411.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02411. It was reported that the patient was not getting adequate therapy. Troubleshooting included reprogrammed several times, impedance check, and x-rays, but the issue persisted. As a result, the system was explanted in (B)(6) of 2017.